Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that the programming system is not working despite changing the battery of the wand. The usb cable connector between wand and the tablet is suspected to be faulty as replacing it solved the issue.